Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inflammation, swelling and edema. Subsequently, the patient underwent a revision procedure for a pocket hematoma evacuation. The s-ICD system remains in service. No adverse patient effects were reported.